Event description:
The surgeon reported the sys pump motor rotation stopped with collision noise and aspiration stopped. The surgeon was able to finish surgery, but the surgery took an hour to complete. Add'l info stated the event occurred on the third case of the day. There was insufficient aspiration and an abnormal sound during surgery. The surgeon depressed the footswitch but aspiration remained inadequate. The system was re-booted and the aspiration function returned. No pt injury was reported.

Manufacturer narrative:
No further info has been rec'd. The customer scheduled a service request to check the sys. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)